Manufacturer narrative:
Manufacturer evaluation of the instrument logs for the period 07 july 2020 to 22 february 2021 showed that: event code "(B)(4)" was recorded on a total of 35 occasions between 08:03am on 23 july 2020 and 14:26pm on 18 february 2021 when bottles 1 (formalin), 2 (formalin), 4 (70% ethanol), 11 (xylene), 12 (xylene), 14 (xylene), 15 (cleaning xylene) or 16 (cleaning ethanol) were each not in contact with the corresponding sensor for less than the minimum time configured of 20 seconds and the station properties were reset, with a user affirming in the instrument software that the reagent concentration for each bottle was to be set to the default value. However, 24 of these instances for bottles 4 (70% ethanol), 11 (xylene), 12 (xylene), 15 (cleaning xylene) and 16 (cleaning ethanol) were recorded for a duration greater than 0ms, which is indicative of the bottle(s) involved being re-selected on the user interface screen rather than the bottle(s) being removed for 0 ms. The incorrect user actions in relation to bottles 1 (formalin) and 2 (formalin) did not cause or contribute to the sub-optimal tissue processing reported because these bottles were used for the fixation step of the protocol. Bottle 14 (xylene) was not in contact with the corresponding sensor for 14 seconds from 15:35pm on (B)(6) 2020, which is not sufficient time to replace the reagent in this bottle. The station properties for bottle 14 (xylene) were reset at 15:35pm on (B)(6) 2020, with a user affirming in the instrument software that the reagent concentration was to be set to the default value of 100%. The properties of the reagent in bottle 14 prior to these user actions were: xylene concentration=88.3%, cycles=4, cassettes= 363 and days=0. Following the user interaction with bottle 14 (xylene) at 15:35pm on (B)(6) 2020 detailed above, the reagent in this bottle was used for the final clearing step of multiple protocols executed in either retort a or b of the instrument from (B)(6) 2020. Investigation of this complaint found that the instrument functioned as designed between 07 july 2020 and 22 february 2021, which includes the six (6) month period from 08 august 2020 to 08 february 2021 when the complainant had received complaints from the pathologist(s) that the quality of tissue processing was sub-optimal. The root cause of the sub-optimal tissue processing reported between 08 august 2020 and 09 october 2020 could not be unequivocally identified from the information available. The root cause of the sub-optimal tissue processing reported by the complainant after 15:35pm on (B)(6) 2020 was a use error, which occurred at 15:35pm on (B)(6) 2020. The facts indicate that manual replacement of the reagent in bottle 14 (xylene) was not completed in accordance with the manufacturer instructions detailed in the leica peloris/peloris ll user manual, which contains the following specific warning: "always change reagents when prompted. Always update station details correctly - never update the details without replacing the reagent. Failure to follow these directives can lead to tissue damage or loss." Although the user affirmed in the instrument software that the xylene concentration in 14 was to be set to the default value of 100% at 15:35pm on (B)(6) 2020, the actual xylene concentration would have remained unchanged at 88.3% because the bottle was not removed from the instrument for sufficient time to replace the reagent. As the instrument software uses reagent concentration to select reagent stations when a protocol is scheduled, the reagent station with the lowest (in-threshold) concentration of a reagent group or type is selected for the first step using that reagent group or type; and reagent stations of increasing concentration are used for the succeeding processing steps of the reagent group or type. Reagent with the highest concentration is always used for the final processing step of a reagent group or type before changing to another reagent group or type. Following the use error when replacing the reagent in bottle 14 (xylene) at 15:35pm on (B)(6) 2020, the contents of this bottle were used for the final clearing step of multiple protocols executed in either retort a or b of the instrument from 15:35pm on (B)(6) 2020. The minimum final reagent concentration required for xylene is 95%, the consequences of using reagent at a concentration less than the minimum required for the final dehydration step in a protocol is re-introduction of water into the tissue, which cannot be displaced in subsequent processing steps; and contamination of reagents used in the subsequent processing steps, ultimately resulting in sub-optimal tissue processing.

Event description:
The complainant contacted the assigned leica field application specialist - core histology (fss) by email and the following information was documented in relation to peloris ii rapid tissue processor serial number (B)(4): "we have two peloris instruments. I was investigating fixation/under processing reported issue for our some of the liver core bxs. I wanted to compare the system tracked alcohol concentration vs the true (hydrometer) read concentration. That when I noticed that some of the alcohols were so contaminated with "oil". I ended up washing and changing the reagents and increased the threshold by 5%. After a week, I did another test and some of those reagents were at 3000 cassettes and almost 91%. No oil though! It did look cloudy, so I did increase the threshold from 85% to 90%. Do you think that would cause any issue to the way the protocol setup? What is your recommendations? Am I in the right track or am I causing harm to the other tissue?" On (B)(6) 2021, the fss contacted the complainant by telephone in order to obtain further information regarding the circumstances involved in this complaint. The fss documented the following information provided by the complainant: "this facility receives tissue samples from many locations and customer has noticed that most samples are not completely fixed upon receipt; unfortunately, specimens are loaded onto peloris and are not properly processed due to initial under-fixation. Customer would like help with workflow. Additionally, customer is noticing large buildup of oils/fats in ethanol bottles and has been changing reagent thresholds on his own to troubleshooting. Customer would also like help with carryover values as many small samples are received with multiple sponges." The fss also documented that complaints regarding the quality of tissue processing of tissue samples processed in either retort a or b using the "2 hour" protocol had been received from the pathologist(s) over the preceding six (6) months. The tissue type and size of the affected samples were detailed as "liver biopsy" and "< 3 mm" respectively. On (B)(6) 2021, leica biosystems melbourne received information from the assigned leica field application specialist - core histology that all cases involved in this event were diagnosable.